Event description:
The reviewed literature article contained a study of 97 patients with 109 csf shunts. The shunts consisted of 44 unspecified medtronic unitized shunts, 20 unspecified medtronic peritoneal catheters, 7 unspecified medtronic three-piece shunts, and 38 non-medtronic shunts. All shunts contained low pressure valves. The source literature reported the following events: 13 complications due to obstruction, 8 complications due to migration, 5 complications due to unilateral drainage, 4 complications due to infection, 4 complications due to skin necrosis, 1 complication due to bowel perforation, and 1 complication due to ileus.

Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Ersahin y, tabur e, mutluer s. Complications of subduroperitoneal shunting. Childs nerv syst 2000 july;16(7):433-6.